Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non functional ecgs) has confirmed that the c and d cable were severed and the wires were cut the dn. The root cause for damaged belt could not be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.